Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has bent battery pins. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device has bent battery pins. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pine 8 was found permanently compressed and bent.